Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the device performed to specification. The device was fully tested for functionality and patient impedance accuracy with no faults found. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of a patient impedance self-test error, which is not an indication of a device malfunction. This error can occur if the device recognizes a patient impedance while conducting a self-test, which indicates that the patient impedance detected by the device came from being connected to a simulator or manikin during the time that the self test is performed. It's important to note that: with this scenario, the device would issue a prompt to change the batteries that would alert the user to address the set up conditions. This indicates that this device was not being properly stored in the recommended clinically ready format were the electrode pads are packaged together with the device. Analysis for reports of this type has not identified an increase in trend.